Manufacturer narrative:
Complaint (B)(4): no samples were received for evaluation. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4): clarification of affected batch numbers and customer samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer advised, not lot specific: "when trying to fill up the tube, the tube does not fill all the way. These tubes have to have a certain blood to anticoagulant ratio, and with these tubes not filling properly, we are having a lot of recollects. This is not the first lot that we have had this issue." Customer reported specimens collected by straight needle, winged needle, and syringe methods. Customer advised tubes held in place by pressing it with a thumb to ensure complete vacuum draw.